Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple new cartridges. The customers blood glucose (bg) level was impacted 245 mg/dl. It was indicated that the customer would use a backup pump as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.